Event description:
It was reported that during set up for a procedure, an air leak occurred at the front of the hand piece. It is possible for the air flow to include non sterile particles of oil that could contaminate the sterile field. There was no pt contact and the sterile field was not compromised. Back up equipment was used and the procedure was performed w/o further incident.

Manufacturer narrative:
Upon investigation, it was found that an internal component was worn.